Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 80 to 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/20/2017 and open vial date is (B)(6) 2016. Product is stored according to specification. Customer performed back to back blood test on (B)(6) 2016 at 07:55am and produced 99 mg/dl with alternate meter and 134 mg/dl with truemetrix meter. The meter memory was reviewed for previous test result history: 158mg/dl on (B)(6) 2016 12:31:00 pm fasting: yes. 134mg/dl on (B)(6) 2016 07:55:00 am fasting: yes. She always test her blood test fasting. She has not had any changes in her diet. She takes glimepiride, metformin 2x a day and tradjenta. The customer started to use the meter on (B)(6) 2016. The customer only performed 2 tests on the meter. She was testing the meter against another company meter.